Manufacturer narrative:
This issue was reported in accordance with 21 cfr 806.10 after corrective action was taken for a previous occurrence. This issue has been assigned recall number z-1393/1394-04.

Event description:
A detector head on an fx-80 nuclear camera detached from the gantry as it was rotated below the patient table, and came to rest on the floor. No injuries occurred as a result of this incident. However, this system malfunction could potentially lead to injury if it were to recur. The failure mode was determined to be a problem with the radial drive assembly, in which the ball nut became unthreaded from its mounting plate. This allowed the mounting plate and the attached detector head to travel freely along the lead screw in an outward direction (away from the center of rotation). The ball nut remained on the lead screw and served to prevent motion of the detector towards the center of rotation. Therefore, this failure mode will only allow the detector head to fall as it is rotated below the patient table, and would not allow a detector head to fall onto the patient table.